Manufacturer narrative:
(B)(4). D10: cat# 11-301332 lot# 556460 arcos con sz b hi 70mm; cat# 650-1157 lot# 2019031921 delta cer fem hd 28/+3mm t1; cat# 00223200000 lot# 64736546 cable ready grip inst set; cat# 010000997 lot# 6637710 g7 screw 6.5mm x 30mm; cat# 010001000 lot# 6615747 g7 screw 6.5mm x 35mm; cat# 010000999 lot# 6637710 g7 screw 6.5mm x 30mm; cat# 110010267 lot# 6789420 g7 osseoti multihole 58mm g; cat# 110024465 lot# 493660 g7 dual mobility liner 46mm g; cat# ep-200152 lot# act artic e1 hip brg 28x46mm; g2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00507; 0001825034-2024-00524.

Event description:
It was reported that approximately 4 years post implantation of a right total hip arthroplasty, the patient was revised due to chronic pain. No additional information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: stem. No product was returned; however, a picture was provided. Visual examination of the provided picture identified a stem, head, and liner all laying in a disk on a white towel. No other information could be obtained from the picture. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/an undated radiograph were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. An undated radiograph was provided; however, as it was undated, it could not be correlated with the event. If the date is identified, the image will be reassessed at that time. The reported issue could not be confirmed, and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.